Event description:
The patient reported discomfort with their evoke closed loop stimulator (cls), and had requested repositioning. During the revision procedure, the physician experienced difficulty inserting the implanted leads back into the cls. A new cls was implanted. The patient is doing well post-operation and is receiving consistent therapy.